Manufacturer narrative:
Other, other text: investigation completed on a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps - 6400 . The complaint of failing accuracy -7.10% was not confirmed in the event log and during testing the plump was within the published specification of +/-6%. . No action taken as no fault could be found or validated.

Event description:
Investigation completed and in h 10

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump failed accuracy by -7.10% during testing. There was no patient involvement.